Event description:
Anastomotic leak. Patient with a past history of ulcerative colitis. Pt was admitted to the hospital on november 19, 1999 for restorative proctocolectomy with loop ileostomy. Surgery was performed that same day and the patient, being randomized to the treatment group, received 6 sheets of seprafilm (lot # 349473) at the following sites: left and right sidewalls, pelvic floor, small bowel, omentum, bladder, retroperitoneal surfaces adjacent to ascending and descending colon, under the abdominal wall incision and at the bowel anastomosis suture site. The post-up course was uneventful and the patient was discharged on november 30, 1999. On december 9, 1999, the patient was readmitted to the hospital with complaints of one-week history of abdominal pain, nausea and dysuria. Pt was started on IV hydration, antibiotics, analgesics and prednisone 20 mg daily. No evidence of intestinal obstruction was noted. Studies showed possible posterior collection from leak at ileoanal anastomosis. Intervention if any to be decided. At present, the patient is afebrile, vital signs stable and is voiding better. However, the patient is still experiencing slight nausea and abdominal pain. The event remains ongoing and the physician has stated it to be possibly related to seprafilm. Serious, possibly related, not expected.